Manufacturer narrative:
The customer stated that for 10 weeks she was breast feeding her child as well as pumping and had painful lesions and bacterial infections on her nipple. Customer initially believed that the origin of the injury was from breast feeding. The customer continued to exclusively pump after she ended her breast feeding journey and claims the issues continued. The customer sought medical assistance and had laser treatment on the lesion. The customer has been offered a refund upon return of the product, however, the customer would like to keep the pump and troubleshoot the problem, she has asked for advice on how to improve the situation. The customer has therefore been sent replacement parts in order to continue pumping. The customer has not alleged any deficiency with the device, rather that she would like advice on how to ensure compatibility with the device to help the situation. We are unable to determine the cause of the customer's lesions. If any further information is received from the customer which may support the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2024 from switzerland that the elvie stride caused a lesion and a cracked nipple, which became infected. The customer alleged that the pump was painful to use and causing damage to her nipple. Customer was seen by a healthcare professional and received laser treatment to repair the lesion.